Manufacturer narrative:
Customer was contacted through amazon and no response was provided resulting in insufficient information for an investigation or refund. Associated test device was not retrievable for further investigation.

Event description:
Customer took two test pens. Both test results were negative. Customer still felt symptoms similar to covid and retested with two tests of a different brand that were manufactured in us. The results of these tests were both positive.